Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The customer is not having issues with any other tests. Qc was acceptable. The field service engineer (fse) did not find any issues with the sampling mechanism or pre-wash mechanism. The fse suspected an issue with the pinch valve and replaced it. Afterwards, the pinch valve operated correctly during cell preparation and a performance test. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys ft4 iii (ft4 iii) on a cobas e801 module. Patient 1 initial result from the e801 module in question was 7.77 ng/dl with a data flag. The repeat result from a different e801 module was 1.77 ng/dl. Patient 2 initial result from the e801 module in question was 7.77 ng/dl with a data flag. The repeat result from a different e801 module was 0.81 ng/dl. No questionable results were reported outside of the laboratory. The ft4 iii reagent lot number was 520701. The expiration date was not provided.

Manufacturer narrative:
No issues were identified during a review of the alarm trace data. The pinch valve replaced by the fse was requested for investigation but it is no longer available to return. The customer had no further issues following the service visit. The cause of the event could not be determined.